Event description:
It was reported that the device would continuously reset upon power on. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the removed assemblies and determined the cause for the lock up malfunction to be failure of the memory pcb assembly. There were no failures with the removed system pcb assembly as it was an ancillary part removed during repair.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.